Event description:
It was reported that a cartridge alarm occurred, and consecutive cartridges also experienced alarms. There was no adverse impact on the customer's blood glucose level. The customer planned to use a backup insulin therapy while a replacement pump was sent by technical support. The customer was instructed to return the problematic pump with a prepaid label and put it into storage mode before shipping.